Manufacturer narrative:
A visual evaluation of the returned device found that the stent was broken into two sections and its proximal section was damaged.    The device appears to be torn at the broken section, which is evidence that the device was broken due to a force used during the procedure or during the removal. Therefore, the most probable root cause for this event is likely related to the anatomical and procedural factors encountered during the procedure that limited the integrity of the device. Therefore, the most probable cause is considered operational context. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a ureteral stent was previously implanted (exact date unknown) into the ureter/bladder of a patient. The ureteral stent was scheduled to be removed during a ureteric stent removal procedure (exact date unknown). According to the complainant during the removal procedure, the lower quarter of the stent broke. The broken portion of the stent remained inside the patient and was retrieved via cystoscope using a pair of forceps. The broken portion of the stent was removed with very little resistance. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered and the patient was discharged. Additional information received from (B)(6) 2015. The stent was implanted on (B)(6) 2015 and was removed on (B)(6) 2015.

Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a ureteral stent was previously implanted (exact date unknown) into the ureter/bladder of a patient. The ureteral stent was scheduled to be removed during a ureteric stent removal procedure (exact date unknown). According to the complainant during the removal procedure, the lower quarter of the stent broke. The broken portion of the stent remained inside the patient and was retrieved via cystoscope using a pair of forceps. The broken portion of the stent was removed with very little resistance. There were no patient complications reported as a result of this event. The patient&#38112;condition at the conclusion of the procedure was reported to be fully recovered and the patient was discharged.